Manufacturer narrative:
The customer¿s reported complaint of the returned pump module not alarming for air in the line was not confirmed or replicated during the investigation. Log analysis results confirmed the presence of several ail alarms in the event log for the source device during the last programmed infusion. Results are indicative of the unit alarming for air in the line based on the air bolus limit setting. Asm air in line test and air in line threshold test protocol dir (B)(4) results, confirm customer¿s pump module is in specification for ail sensor detection. It is suspected that the alleged air bubbles in the tubing identified by the user may have not reached a large enough size for the single air bolus detection to be reached with selected air bolus limit setting. Risk assessment: per product risk assessment document (B)(4), no ra is deemed necessary. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported excessive air in the line that passed through the air in line sensor when infusing an unspecified medication. The nurse was able to stop the infusion before the air reached the patient. It was reported by the biomed department tested the unit after the event and found that the unit passed the air in line test. "The customer then tested the unit with passing air into the line using a syringe to set off the sensor. When duplicating the test on another 8100 the amount of air that set of sensor was significantly less."